Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. A system error 322 was confirmed through review of the device's history log, but was not reproduced during eval. This error was caused by a failed component on the I/o pcb. The I/o pcb was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump was alarming for system error 322. It was also reported that there was no pt injury.